Event description:
It was reported that this patient right atrial (ra) lead had a lead safety switch due to a rise in the pacing impedance out-of-range of over 2000 ohms. Reportedly, the impedance had been around 700 ohms and suddenly jumped to 2000 ohms, followed by a decrease back to normal limits, which is suggestive of the spring contact issue. The patient was brought to the clinic for evaluations, and the ra lead was reprogrammed to unipolar with adequate capture threshold measurements noticed. The patient will continue to be monitored as he is not dependent, and no pauses has been noticed. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient right atrial (ra) lead had a lead safety switch due to a rise in the pacing impedance out-of-range of over 2000 ohms. Reportedly, the impedance had been around 700 ohms and suddenly jumped to 2000 ohms, followed by a decrease back to normal limits, which is suggestive of the spring contact issue. The patient was brought to the clinic for evaluations, and the ra lead was reprogrammed to unipolar with adequate capture threshold measurements noticed. The patient will continue to be monitored as he is not dependent, and no pauses has been noticed. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were reported.